Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the introducer needle was damaged during patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cv-17702-e kit with multiple components. A broken introducer needle was evaluated for this investigation. Both the needle hub and cannula were returned. Visual examination revealed the needle cannula was broken and separated at 2mm below the hub. A cross-section of the broken ends of the cannula revealed they are oval shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub or cannula. The separated cannula measured 61mm in length from the broken end to the needle bevel tip. Approximately 2mm of the needle cannula is visible protruding from the needle hub. The outside diameter (od) of the cannula, along with the inside diameter (ID) through the bevel were measured and were found to meet specification. The needle hub was attached to a lab inventory male luer syringe and the fit was secure. A device history record review was performed on the introducer needle and no relevant issues were identified. The reported complaint that the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent, dented and broken just below the hub. The cannula met specifications for length and wall thickness and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, it was determined that operational context caused or contributed to this complaint. No further action will be taken.

Event description:
The customer alleges the introducer needle was damaged during patient use.